Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a delayed sign in process when using biometric identifier. The customer reported that the facility had experienced an internet issue earlier in the day, which was resolved by replacing the internet modem and router. The user was able to enter their username and select the sign in button, but the system took an unusually long time to proceed to the fingerprint scanning step. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed with the customer that the issue was resolved and closed the case. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a delayed sign in process when using biometric identifier. The customer reported that the facility had experienced an internet issue earlier in the day, which was resolved by replacing the internet modem and router. The user was able to enter their username and select the sign in button, but the system took an unusually long time to proceed to the fingerprint scanning step. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.